Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported speaker malfunction. It is currently unknown if the device was connected to a patient when the alleged event occurred.

Event description:
The customer reported a speaker malfunction. The device was in use on a patient. There was no report of serious injury or death.